Event description:
It was reported that during a procedure, an intellanav mifi open-irrigated ablation catheter was selected for use. Irrigation port was broken and saline leaked out of it. Device/procedure/patient outcome is unknown. Catheter was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Visual inspection noted the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
It was reported that during a procedure, an intellanav mifi open-irrigated ablation catheter was selected for use. Irrigation port was broken and saline leaked out of it. Device, procedure and patient outcome are unknown. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.